Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and replaced the touch screen and processor board to resolve the malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Livanova (B)(4) has requested the return of the replaced parts for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the display of an s5 roller pump did not power on during setup. There was no patient involvement.

Manufacturer narrative:
The reported issue could be reproduced during the investigation and the root cause has been identified as corrupted data in the flash of the microcontroller.

Event description:
See initial.